Event description:
Robotic total laparoscopic hysterectomy performed by surgeon. While manipulating the fenestrated bipolar instrument via the robotic console, the hinge of the instrument caught and entrapped the patient's serosa. The serosa was unable to be freed from the hinge of the instrument and had to be cut out.